Event description:
Mitione vacuum broke while using on baby during vacuum assisted delivery. Broken vacuum assist delivery tool: the failure is at the vacuum tube point of insertion into the vacuum cup. The plastic vacuum shaft, which connects from the vacuum cup to the pump used for applying tinsel force, sheered at a point in the shaft where the molded plastic is necked down to a smaller diameter at insertion to the vacuum cup. We see no evidence of torsional stress or elongation at the fracture point typically seen when plastic goes 'plastic' (engineering humor) and elongates then work hardens once again. This is a difficult call for cause of failure! A quick calculation estimating the total tinsel force the mitione can apply (570 mmhg/ 760 mmhg) (cross section of the cup 6.28 in) = 68.7 lbs. Good design, considering the intended application of the mitione, would suggest that the necked plastic section in the shaft is a shear point so excessive force cannot be applied? We placed a call to cooper surgical and asked that the product be examined via the typical investigation / release channel.